Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) deflated on its own and he could not inflate it back since then. The physician examined the ipp and confirmed that it stopped working, believed to be due to fluid loss. A replacement surgery is planned but has not been scheduled. No additional information was reported.